Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacements of the unit main switch, cooling fan, batteries, nibp module and cap on printer board. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected ECG monitoring. No pt injury was reported